Event description:
Related manufacturer reference number 3006705815-2022-00790. It was reported the patient experienced discomfort located at the ipg site and ineffective therapy with their scs system. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Related manufacturer reference number 3006705815-2022-00790. It was reported the patient experienced discomfort located at the ipg site and ineffective therapy with their scs system. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the system was explanted to address the issue.

Manufacturer narrative:
It was reported the patient experienced discomfort located at the ipg site and ineffective therapy with their scs system. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.